Event description:
It was reported that during a laparoscopic left hemi colectomy procedure, the trigger mechanism of the device was not operating. The 'click' of the device was occurring only when the trigger was depressed very firmly. This caused a loss of an effective grip mechanism when grasping tissue and reduced hemostasis. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/28/2008. Information anticipated, but unavailable at this time.